Event description:
Healthcare professional reported "the implant broke out during surgery." The device has been explanted.

Manufacturer narrative:
Email: (B)(6). Information contained in this report was previously submitted through psr on 04/22/2019. Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: observed, broken device on anterior side assessed as a surgical damage and missing shell assessed as inconclusive. Additional observations: creases were observed. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported "the implant broke out during surgery." The device has been explanted.